Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30924543l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and the patient suffered cardiac perforation requiring pericardiocentesis. During a ventricular ectopic mapping procedure, the patient was initially under general anesthesia. Mapping was performed with the octaray, then progressed to mapping with the qdot catheter. The right ventricle was mapped, transseptal puncture was performed and then mapping was done of the left ventricle. General anesthesia was reversed, and mapping was continued. No ablation was performed. Consultant asked for an echocardiogram and an effusion was seen. There was no change in blood pressure noted prior to the event. Drain was inserted and surgical intervention was performed in the lab. Procedure was abandoned. Physician¿s opinion on the cause of this adverse event was that it was procedure related due to perforation from the mapping catheter, uncertain at which point. Outcome of the adverse event was surgical repair and the effusion resolved. Patient stayed overnight in the intensive therapy unit which was already planned. The event occurred after the transseptal phase. Transseptal puncture was performed with an abbott brk needle. There was no evidence of steam pop since ablation was not performed. Flow was 2ml. Correct catheter settings were selected on the generator. No error messages observed on bwi equipment during the procedure. Dashboard, vector and visitag was used. Carto and ngen were used. Due to event occurring after transseptal, the device most likely to cause the event was the qdot even though mapping was done with the octaray as well, the octaray is considered concomitant.